Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs indicated occurrences of an error code that is consistent with the customer's report of unit failed message, however in non-rescue mode. This does not indicate a device malfunction. Therefore this claim is being closed as meets device specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.